Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed a damaged and broken shaft. The shaft was stretched throughout the length of the catheter. There was a shaft break 70 cm from the tip of the device; the proximal end of the separation to the hub measured 135 cm. The separation surfaces and stretched shaft are consistent with tensile overload. Examination of the material surrounding the separation and damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. There was dried blood in the shaft and balloon. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a shaft break occurred. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified proximal posterior tibial artery. First, two smaller sterling sl balloon catheters were used to dilate the lesion. Next, a 4x100x150mm sterling balloon catheter was advanced and the balloon was inflated twice to 12 atms. During withdrawal, the shaft of the catheter broke near the wire exit site. A non-bsc snare was used to try and remove the broken balloon. However, the snare could not capture the balloon so the physician pulled the guide wire out and the balloon was removed with the wire. Another of the same size device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a shaft break occurred. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified proximal posterior tibial artery. First, two smaller sterling sl balloon catheters were used to dilate the lesion. Next, a 4x100x150mm sterling balloon catheter was advanced and the balloon was inflated twice to 12 atms. During withdrawal, the shaft of the catheter broke near the wire exit site. A non-bsc snare was used to try and remove the broken balloon. However, the snare could not capture the balloon so the physician pulled the guide wire out and the balloon was removed with the wire. Another of the same size device was used to complete the procedure. There were no patient complications.